Manufacturer narrative:
The reported event of unexpected reset and error message was confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). The device was restored from service app to therapy app. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to implant, it was noted that the implantable cardiac monitor (icm) exhibited error message upon interrogation, indicating device in reset mode. Multiple interrogation attempts were made but were unsuccessful to revert back to normal. The icm was not used and replaced on 21 jan 2025. There were no patient consequences.